Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/12/2025, a sales representative reported via (B)(4) that an ar-9660-r central post extractor and an ar-9662-r central post/screw trephine cold welded together. This occurred during a case during removal of a 30mm central post. These instruments were significantly damaged during the procedure. Additional information was provided on 02/19/2025 via (B)(4) where the sales representative stated this event occurred during a revision reverse total shoulder arthroplasty. The patient had a hard bone/sclerotic. This was a removal of implants only so no instrument was required to prepare the bone.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.